Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. There was no indication that the product caused or contributed to an adverse event. This issue is reportable as an issue with the pump not performing as intended with regards to a motor issue may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2018 with the following findings: on investigation, the pump powered on with functioning auditory and vibratory functions; however, the display screen remained blank as reported on medwatch report #2531779-2017-14316 (submission date (B)(6)2017). Investigation was not able to be completed on the pump regarding the alleged rewind issue due to the device failure involving the blank screen.